Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. However, the insulin pump was received with a corroded battery tube and battery cap contact, a cracked case at the display window corners, a partially broken reservoir tube lip and a missing reservoir tube seal.

Event description:
The customer called and reported the insulin pump display was blank. The customer stated she changed the battery and it went out. Customer's blood glucose was 466 mg/dl. The customer treated with a bolus. It was also stated the reservoir compartment rim was damaged and the battery compartment was corroded.. The insulin pump was reportedly not bumped, dropped, or exposed to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.